Event description:
It was reported that varied r-wave amplitude and impedance measurements were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.